Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 101 mg/dl, 128 mg/dl, 156 mg/dl, and 182 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.